Event description:
It was reported by service report that the bed had no hi/lo function and the scale won't zero. It is unknown if there was patient involvement, however no adverse consequences are reported.